Event description:
It was reported that during surgery that the second staple did not slide out during implantation. There was no harm or injury to patient and no reported delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: poland. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
This event is recorded by zimmer biomet under cmp-(B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified the juggerstitch has been cycled two times. There were no sutures or anchors returned. The front-end assembly is bent/warped; it is unknown when this occurred. The piece of paper returned with the device shows that it was decontaminated somehow. Product information cannot be confirmed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.